Manufacturer narrative:
B3 - date of event was captured as 01jun2026. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Two cleo 90 infusion sets were reported to have bent cannulas, resulting in line block alarms. The patient, who was also the operator, successfully resolved both occurrences by replacing the affected cleo 90 infusion sites and resuming insulin delivery. The events involved the patient; however, no harm was reported.